Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During procedure, dislodgement of atrial lead was noted. The right atrial lead was tried to be repositioned few times, but the lead dislodged every time. The right atrial lead was not used, and a new lead was implanted. Upon inspection, it was noted that the right atrial lead was fine. No patient consequences were reported.